Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the safety monitor shut off during case and turned back on. The customer checked connections and reset all calibrations. The monitor worked fine for rest of case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00226.